Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, a review of the black box showed evidence of one (B)(4) alarm. A 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed, and no evidence of internal moisture or defects to the printed circuit board or internal components was found. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.